Event description:
The customer reports creating a plan with a 90 degree collimator rotation, asymetric jaw positioning, and a wedge. The jaws settings are set within the physics mode settings on the machine being used. When the plan was exited and recalled, unexpected results were obtained.